Event description:
It was reported that the patient experienced hypotension and a hemorrhage. During a procedure where a farawave 31 mm catheter was selected for use. Prior to performing pulmonary vein isolation (pvi), a transseptal puncture (tsp) was carried out under transesophageal echocardiography (tee) guidance. The insertion of the tee probe proceeded smoothly. There were no indications that anything out of the ordinary occurred during the tsp, tee, or pvi. However, during the last applications the anesthesiologist indicated the patient was coughing blood, despite the situation the procedure was completed. Then the blood pressure seemed to drop, and the patient was given IV fluids. Inspection using a scope gave a first suspicion that blood probably originated from esophagus or stomach. Patient was intubated to ensure proper ventilation. It was discovered there is bleeding in the lung, suspected origin right inferior pulmonary vein (ripv) at approximately 2 to 2,5 cm distance of left atrium. Patient was submitted to intensive care. Patient no longer intubated, and no longer hemodynamically supported. Patient is well. Patient recovered without surgical implications. No device issues were reported. The device is not expected to be returned for laboratory analysis. It was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.